Event description:
It was reported that after IV initiated and before plastic needle housing is removed from the catheter hub, blood fills the chamber and then spills out of needle housing. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Seven (7) product sample photos were received for evaluation. Visual inspection found four of the photos (photos #2, 3 (duplicate files) and 4) displayed the blister top stock for one of the affected lots reported by customer. The remaining three photos (photos # 1, 5 and 6) displayed evidence of normal to excessive amounts of flashback in the flash chambers and blood pooling inside the guard and nose components as noted by customer. Given the photos were not a magnified view of the needle guard assemblies and photos of the valved catheter assemblies were not included, it was not possible to determine any potential causal factor for the reported seal leakage. Further, given no product has been provided we could not confirm whether a quality related issue has resulted in the customer reported problem. No functional testing could be performed as no samples were received. If the product is returned, the manufacturer will reopen this complaint for further investigation.